Manufacturer narrative:
The patients weight is not provided as it is not taken at the time of the appointment. The patients race/ethnicity was not provided when asked. UDI n/a device manufactured 5-2015. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: there was no stock product from lot#6016743 available for review. Returned sample results: the implant was returned, but not in its original package. The part was visually inspected and verified to be an inclusive implant 3.7 mm x 13 mm using the radiographic template. No bone tissue or debris was detected. No defect nor non-conformity was observed. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Event description:
It was reported that the inclusive implant failed. The patient bone grade is noted as grade iii. The patient presented on (B)(6) 2016 for implant placement. On (B)(6) 2017 the patient returned for a follow up. Upon exam, the provider notes a failure to integrate. It was at that time the device was removed. The provider also notes "general bone loss." The patient current status is listed as "satisfactory."